Event description:
It was reported that there was a lead warning from the ventricular lead which may be due to a damaged lead. The lead also has high thresholds. The pacemaker was auto re-programmed to ventricular pace/sense unipolar polarity. The lead and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.